Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed in the pca only mode to deliver morphine 5mg/ml with a 5mg loading dose. No further programming parameters were provided. Within a few minutes after delivering the loading dose, the nurse noted that the display indicated 20mg was delivered, instead of the expected 5mg. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported the patient "was monitored closely." The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.